Manufacturer narrative:
Image review: twelve media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was provided for review and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the implant attempt. During the deployment attempt, the valve appeared to be significantly under-expanded. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Despite significant under expansion, the valve was released and dislodged after release. Evidence shows that the paddles might have still been attached which could have contributed to the dislodgement. The dislodged valve was snared to the ascending aorta and a second pre balloon aortic valvuloplasty was performed. Subsequently, a second valve was implanted, and final angiogram reveals evidence of a possible aortic dissection in the ascending aorta. Updated b.5, h.6, and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was not misloaded. During the first valve deployment, the valve was under expanded. A procedure delay occurred due to the under expansion and dislodge. Per the physician, the patient's bicuspid type 1 and calcification into the left ventricular outflow tract (lvot) contributed to the under-expansion and dislodgement. The paravalvular leak (pvl) was evaluated via echocardiogram and angiography and due to no hemodynamic repercussion, no treatment was performed.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Dislodge events are typically not related to a device malfunction. In this case, no definitive root cause can be identified, however, patient anatomy and procedural issues are likely contributing factors. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. With the limited information available, a root cause for the frame expansion issue could not be conclusively determined., however the patient¿s anatomy is likely a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was noted that the patient's annulus anatomy was heavily calcified, apparent bicuspid type 1 with high gradients and severe aortic stenosis. A pre-balloon dilatation was performed with a 22 x 40 non-medtronic dilation balloon (maxi). The valve was then implanted at 3 millimeter (mm) deep from the non-coronary cusp (ncc) sinus. The valve dislodge due to under expansion and was snared. A second balloon dilatation was performed with a 25 x 40 non-medtronic dilation balloon (maxi). A second valve was implanted at 5 mm deep from the ncc and was released uneventfully. The final results showed a gradient of 13 millimeter (mmhg), mild to moderate paravalvular leak (pvl) and no hemodynamic repercussions. No treatment for the paravalvular leak (pvl) was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012248110); product type: 0195-heart valves; implant date; explant date product ID evolutfx-29 (j210541); product type: 0195-heart valves; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.